Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device cut but staples did not form. They did partially "stitch" into the bronchial tissue. The cut had to be oversewn. The patient is currently fine.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one reload. The loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. The instrument and loading unit functioned properly. A review of the device history records indicates these device lot numbers were released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).